Event description:
It was reported that customer experienced recurring occlusion alarms over about a week, with occlusion alarms and high blood glucose readings occurring nearly every day and at least three episodes where pump displayed "high," no specific value provided, due to the occlusion. Customer managed high blood glucose by giving manual correction injections. Customer resolved each event by changing infusion set and cartridge, resuming insulin delivery, and was transferred for additional assistance, with no further information provided about longer term outcome.